Event description:
According to the literature, a retrospective study investigated the use of hemostatic patch as an alternative to suture renorrhaphy in robot-assisted partial nephrectomy between january 2023 and january 2024. Of the 120 patients in the study, after the renal mass was excised, 77 underwent suture renorrhaphy with a competitor suture and 43 underwent patch placement. A single hemostatic patch of appropriate size was placed on the tumor bed post excision and compressed with a moist gauze for 30 seconds as per the manufacturer¿s recommendation. In the hemostatic patch group, complications included intraoperative and postoperative bleeding. In three patients, the hemostatic patch failed to achieve complete hemostasis and necessitated additional cortical renorrhaphy. One patient had significant bleeding on postoperative day 1, which required angioembolization to be performed by interventional radiologist two patients had postoperative hematuria, which settled with conservative management. Partial nephrectomy with veriset: a renorrhaphy-less approach: matthew, jeni, the journal of urology; https://doi.org/10.1097/ 01.ju.0001109972.89445.57.05.

Manufacturer narrative:
Jeni elizabeth matthew. ¿partial nephrectomy with veriset: a renorrhaphy-less approach¿. 2025, journal of endourology, volume 00, number 00, month 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.